Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer believes the pump settings contributed to their low bg level. Carbohydrates were consumed to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Customer's bg levels were back in their target range at the time the event was reported.